Event description:
Aortic anatomy was characterized by a short angled proximal neck. Deployment of the main body graft landed lower than desired. Due to the anatomy, and positioning of the graft, a main body extension was deployed at the proximal portion of the main body to add more sealing to the short aortic neck. Good coverage of the vessel was observed, allowing for change in aneurysm remodeling. No endoleak viewed at completion angiogram.